Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a b30 scope communication error. The issue was found during preparation for use for a diagnostic procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the charged coupled device unit. The additional evaluation findings were as follows: foreign material was attached around the lens, the angle of curvature in the "right" direction did not meet specification due to wear of the angle wire, the video cable had been cut and was not waterproof, and the insulation resistance value did not meet standard value due to damage on the charged coupled device unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that during device handling by the user, leakage occurred from a video cable, and water invaded a video connector. Subsequently, abnormality occurred in electronic parts and the b30 error occurred. However, a definitive root cause could not be determined. In addition, brown foreign material attached around the lens was confirmed but no cause could be determined. It is likely that reprocessing was not conducted properly due to occurrence of leakage from the video cable, then the material was not eliminated. The user can reduce/prevent the b30 error by handling the device according to the following instructions for use (IFU). ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the user can detect the b30 error and foreign material by handling the device according to the following instructions for use (IFU). ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.